Manufacturer narrative:
The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (>300mg/dl), and mild ketones during the 3rd day of cartridge use. Elevated bgs were treated by administering manual injections. System check was performed with tandem technical support, and the pump performing as intended, however it was determined that the customer was changing the cartridge every 3 days, with humalog, which is against labeling. Customer was advised about labeling.